Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited a mode switch anomaly. During follow up on (B)(6) 2015 the device was reprogrammed which resolved the issue. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).